Event description:
During glaucoma implant(glaukos) implant implantation , the doctor noticed the impant was defective. I stent-glaukos lot#106266, ref.#(B)(4), exp.2018-09. So, he requesed another implant and implanted successfully.